Manufacturer narrative:
(B)(4). The fossa is machined from uhmwpe (ultra high molecular weight polyethylene) bar stock. Uhmwpe is a very inert material and does not contain any acrylates. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The question was asked, "is it possible that the fossa product could have come into contact with acrylates during the manufacture process?" The quality manager of zimmer biomet provided the following answer: we use a water-based coolant to manufacture fossa components. Parts are then washed with a detergent, wiped with alcohol, inspected, dipped in an alcohol bath, packaged and then terminally sterilized. At first glance, none of these process steps would have a material containing acrylate come on contact with fossa components. This is report four of four for the same event. Reports one, two, and three are reported on MFR #0001032347-2017-00131, 0001032347-2017-00132, and 0001032347-2017-00464.

Event description:
It was reported the patient has facial swelling, the surgeon suspects an allergic reaction. The surgeon requested the material composition of the fossa. The patients orl blood test demonstrated a "mild¿ allergy to nickel. The allergist and surgeons do not believe that this was the cause of the facial swelling/rash so they are exploring other options.